Event description:
It was reported that, during a pulse generator replacement procedure, two shocks did not convert the induced arrhythmia. A third shock was successful. Also, the high energy shock impedance was high at 129 ohms. The doctor did not like where the electrode was placed. The doctor elected to explant and replace the electrode with a new one. There was no additional adverse patient effect reported.